Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
Patient revised to address elevated metal ion levels and osteolysis. Der noted that the cup and liner had to removed because the metal liner would not disassociate from the cup.

Manufacturer narrative:
Patient revised to address elevated metal ion levels and osteolysis. Der noted that the cup and liner had to removed because the metal liner would not disassociate from the cup. Examination of the reported devices was not possible as they were not returned. Device history records were reviewed for the cup, liner, and femoral head with no related manufacturing deviations or anomalies noted. A search of the complaints databases finds no other reports against the remaining product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.